Manufacturer narrative:
Return requested. Replacement field generator shipped to site. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the ent application. I verified a registration probe with an error of 1.2mm. Accuracy looked good by checking prominent landmarks on the phantom head model. Field generator passed the accuracy test with an error of 2.344mm. Device found to be fully functional. No fault found. July 28, 2015 a medtronic representative, following-up at the site, reported the site was informed by medtronic technical services that it is highly unlikely that the emitter contributed in any fashion to this issue. The em interface was checked and indicates no issues. System check-out was performed this morning and navigated successfully on a resin head without issue. July 29, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. July 29, 2015 software investigation completed. Findings are that this is not a software issue. Site used the application in an off-label way and was unsuccessful. Software functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being 4 millimeters inaccurate (navigation was showing anterior to expected point). It was reported the inaccuracy was on the superficial anatomy. In trouble-shooting, the patient was successfully re-registered with a second navigation system and there were no issues. Noted was that the surgeon taped the patient tracker on the patient. Tracer pattern showed a small amount of tracing on the patient cheeks. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.